Manufacturer narrative:
The pt contacted mcghan medical to give an update of their medical condition. Pt had developed a "serious stomach disorder" and is unable to "get the food to digest". Stated she had a "tube test" and the physician has diagnosed reflux. Physician has prescribed prilosec. Stated they had chronic asthma but the asthma has become worse in the past years since their collagen treatment. They have to stay "inside" and are on oxygen "most of the time". Stated they have been examined in hospital where they "check on her breathing patterns". They report pt's peak flows are now below 1. Pt denied permission to contract any of the physician currently treating the pt.

Event description:
A physician reported a pt who was skin tested on 6-10 1997, read as negative 7-8 1997. She rec'd her first treatment on 8-27 1997 into the glabella, forehead, and nasolabial folds. She immediately noted swelling, redness and tenderness at the treatment sites; the redness and swelling worsened during the following week. Prior to 9-4 1997, the pt had taken oral medrol that she had at home for a flare of her asthma without med instruction to do so. The asthma was seasonally related, and not related to the collagen. On 9-4 1997, the pt presented with swelling and red papules at the treatment sites. The physician prescribed cool compresses, topical desowen cream, and oral doxycycline. On 9-5 1997, the symptoms perisited; the physician prescribed oral prednisone and instructed the pt to continue the other interventions. On 9-8 1997, the pt presented with increased redness and swelling at the treatment sites; she had applied ice. The physician prescribed oral augmentin. On approx 9-10 1997, the swelling at the glabellar treatment site extended to the periorbital areas. On 9-11 1997, she developed a severe headache, and black dots in front of her eyes. When she closed her eyes, she could see white wavey lines going through the darkness. The symptoms lasted for an afternoon and resolved spontaneously. On 9-12 1997, the pt presented with persistent symptoms and a pustule at the glabella. On 9-15 1997, there was swelling and a feeling of pressure at the treatment sites; the symptoms at the nasolabial folds were improved, but lumpiness persisted at the forehead. The skin test remained negative. The headaches and visual disturbances remained resolved. On 9-23 1997; the pt had a small abscess into the mid glabellar area; the physician performed an incision and drainage. The pt did not mention the systemic symptoms to the physician, he believed the periorbital swelling, severe headache and visual disturbances were probably related to the collagen. On 10-6 1997, pt had a puffy, red, hard, hot lump on the arm. In the glabellar region was an elongated lump the size of a 50 cent piece and in the nasolabial folds, bluish colored "scars". After the treatment, pt alleged black dots in the eye and blindness. The physician believed the sumptons at the treatment sites were probably related to hypersensitivity.